Manufacturer narrative:
The manufacturer did not receive devices, x-rays, or other source documents for review. As no lot numbers were provided for the devices, the device history records could not be reviewed. While a cause for this specific event cannot be ascertained from the information provided, an updated report will be submitted once the devices are returned for investigation and the result of the investigation has been made available.

Event description:
The patient is pursuing a product liability claim arising out of the use of an unknown zimmer hip generic implants. It was reported by the patient's counsel that his client received a winterthur hip generic implants on (B)(6), 2004. According to the report received from the patient's lawyer, on (B)(6), 2013, there was an "explosion implant of the hip prosthesis". Due to breakage of the implant the patient underwent revision surgery on (B)(6), 2013. Thirteen days later, the patient had another surgery to remove the rest of the broken pieces of the implant. Further on, due to the patient experiencing "issues" related to the "implants" (exact device name not known), the patient underwent a second revision surgery in (B)(6) 2014. The exact date was not provided.